Event description:
It was reported that the patient was experiencing frequent ipg charging which resulted to not receiving any stimulation. The patient underwent an ipg replacement procedure. No further information has been obtained despite good faith efforts.